Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged eye, nose, and respiratory tract irritation, dizziness and/or headache, nausea/vomiting, and inflammatory response. There was no report of serious or permanent harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto-flex device's sound abatement foam. The patient has alleged eye, nose, and respiratory tract irritation, dizziness and/or headache, nausea/vomiting, and inflammatory response. There was no report of serious or permanent harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device the third-party service center, concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. During the evaluation, secondary findings was observed. And there was no error code found. Section h6 updated.